Manufacturer narrative:
The customer reported that a patient death occurred at a time that staff were busy with another critical patient. The customer stated staff were initially uncertain whether or not an alarm had been provided for the patient however subsequent review of log data supported that an alarm was provided. Since use of the device cannot be ruled out as a factor at this time, a report will be provided. The customer contacted the philips distributor the day after the event. They assisted the customer in printing out the alarm logs. A review of the provided logs indicated that on (B)(6) 2016 for st-4-2 from 19:26 until 20:27, there was 1 tachy and 1 vfib/tachy alarms which were generated. There were then 2 instances in which alarms were suspended and then taken out or automatically came out of suspension within 2-3 minutes. There are no allegations or suspicions, from the customer, that alarms did not occur or any product failure/problems.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient death occurred at a time that staff were busy with another critical patient. The customer stated staff were initially uncertain whether or not an alarm had been provided for the patient, however subsequent review of log data supported that an alarm was provided.